Event description:
Boston scientific received information that at the pre-discharge check one day post implant, the right atrial lead exhibited poor sensing and loss of capture with asystole of less than two seconds. During the revision procedure it was noted that the lead was dislodged and stuck on a valve. The physician was unable to revise the lead, thus it was explanted and a new lead was successfully implanted. No measurements were provided and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was found dissected. Only the proximal fragment was received. The morphology of the cuttings indicates, that the fragmentation of the lead most likely originated from the explantation procedure. The returned device was visually and electrically analyzed. The inspection showed cuttings in the insulation at the distal part of the fragment as well as a deformed fixation helix which occurred most likely during the explantation procedure. In addition, the dc resistances of the conductor fragments were investigated and proved to be flawless. No peculiarities were found. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In summary, no indication of a material or manufacturing problem was noted during analysis.